Manufacturer narrative:
Analysis of the 8780 catheter s/n (B)(4) revealed a user related hole in the catheter body. There was a hole on one side of the catheter body. The appearance of the holes indicated a possible needle stick as the cause of the hole that was found.

Event description:
It was reported that the pump had flipped. The health care professional (hcp) was unable to refill the pump. The pump was delivering lioresal. At the time of the report the patient was alive with no injury. It was later reported that there was a pocket revision on october 10 and there was no obvious cause for the flipped pump. During the revision the pump was flipped to normal position and the catheter was trimmed prophylactically since a portion of catheter was in front of the pump. After the procedure the catheter was patent with no evidence of a leak. The patient was recovering well. The trimmed catheter segment was returned. No patient symptoms were reported. Further follow up is being conducted; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).